Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva insight meter within 10 minutes: 420 mg/dl and 120 mg/dl. No adverse event reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The allegation was not able to be reproduced but the complaint is being verified based on the customer's meter memory download showing the customer¿s blood glucose result in the control memory section of the meter.